Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported they had been having issues with this thing since early friday of this past week (B)(6) 2024. The patient stated they'd been to managing health care provider (hcp) yesterday (B)(6) 2024 that the hcp had told the patient the implanted system was all right but the patient saw their primary healthcare provider the day before they saw their hcp and the primary care doctor took some images and the patient saw their primary care doctor again this morning (B)(6) 2024 and they gave the patient a video of the scans they'd taken and told the patient it looked like the implanted system had shifted over their pelvis. Patient stated the pain was giving them a fit and they were sick of it because of the severe pain they were enduring. Patient services asked the patient if they'd had any falls or traumas that led to the issue and the patient stated no, that they just started walking and "bam, there it goes" and that now they felt like an old man trying to walk and they would bend over and le an on their walking stick. Patient services reviewed the role of the healthcare provider with the patient and redirected the patient to follow up with their managing health care provider to show them the scans they now had since their primary care doctor had only provided them to the patient this morning so the hcp could further address the issue. Patient services reviewed the patient could try turning the stimulation off in the meantime to see if that made a difference with the pain however the patient stated they had already tried that and it had made no difference with the pain so they'd just turned the stimulation back on about 2 hours ago . The issue was not resolved through troubleshooting. The caller was redirected to follow-up with their health care provider. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.